Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection, and the source of the infection was identified as (B)(6). The implantable pulse generator (ipg) system was removed and will not be replaced. No further patient complications have been reported as a result of this event.